Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: two pictures and one unit were returned for investigation. Picture one shows an l-70 device, picture two shows a leak in return connector. In the inspected sample, delamination is observed at the junction of the return connector and the tube which could cause leakage. The unit failed the leak test. The reported failure mode is confirmed. The root cause of the leak was lack of solvent. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.

Event description:
It was reported that water leaks from the connector part. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.